Event description:
Review of fluoroscopy noted externalized conductors. No electrical issues observed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.